Event description:
It was reported that during a regular visit, a fluctuation in the impedance was observed. During lead replacement procedure an insulation break was found between the clavicle and 1st rib.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received analysis found the outer insulation abraded between 33.4cm and 34.7cm from the connector pin. The etfe insulation of one of the rv cables was abraded at the same area. The damage found indicates the lead body abraded externally toward a hard surface. The root cause could not be determined.